Manufacturer narrative:
Consumer email address provided. Product was not returned to confirm a malfunction has occurred. Proof of purchase receipt provided by consumer verified as invalid and fraud suspected.

Manufacturer narrative:
Clarification: cracked crown. No contact information was provided by the initial reporter.

Event description:
The consumer states that their crown has broken off while using their diamondclean power toothbrush.